Event description:
It was reported that a non-pacer dependent patient received inappropriate shocks due to far field p-wave oversensing. During device interrogation, loss of sensing and capture were observed. Programming changes, removing and replacing the wand for interrogation, and placing a magnet over the device were performed, but the problem persisted. It was noted that the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.